Event description:
The customer reported the insulin pump inappropriately entering threshold suspend, with a sensor glucose of 60 mg/dl. And a blood glucose of 140 mg/dl. The customer stated there was no emergency treatment or hospitalization as a result of the event. Because of calibration errors, and the inaccurate readings, the customer was sent replacement sensors, with replacement infusion sets as well. The customer was advised to call the helpline back if the issues recurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.